Event description:
The customer reported that the system locked up and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connectors were tightened. The system was tested and operates as intended.